Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the excess insulin flow. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient attempted to suspend insulin delivery but was still receiving insulin.